Manufacturer narrative:
O date, information suggests that the crt-d has since been removed from service as a result of normal battery depletion. This rv rate sense remains actively in service. A back up rv pacing lead was added to the system for use as needed in the future. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
The lead was subsequently removed from service and returned for testing in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic visual inspection confirmed that one of the three wires of the rate sense (rs) coil is fractured approximately 14 cm from is-1 pin. Evidence shows the fracture most likely occurred in the area of the suture sleeve tie-down. This type of fracture is consistent with fatigue fractures that occurred with this lead model. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Event description:
Boston scientific crm received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with this right ventricular rate/sense lead portion, did exhibit noise oversensing which led to pacemaker inhibition for this pacemaker dependent patient. There were any adverse patient symptoms associated with this clinical observation.